Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused propofol during patient infusion. The pump was set at a rate of 7.8 ml/h. The actual rate was found to be 12ml/h. The volume to be infused was 95 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log review showed the reported rate of 7.8 ml/hour. The reported calculated drip rate of 12 ml/h could not be confirmed from the logs. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.